Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room with complaints of intermittent dizziness. Investigation identified evidence of intermittent oversensing with pacing inhibition resulting in asystole up to three seconds in duration. The sensitivity was reprogrammed, and the device remains in service.